Event description:
It was reported that, while placing acetabular screw, tip of driver broke.

Manufacturer narrative:
Method - review of device history and complaint history. Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review determined there have been no previous events for the reported lot. When completed, the evaluation summary will be submitted in a supplemental report.